Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 689935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and autoimmune disorder ("auto-immune disorder"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, blood transfusion). Essure was removed on (B)(6) 2020. At the time of the report, the uterine haemorrhage and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted: as per mr date(s) of insertion: 2010. Lot number: 689935, manufacturing date: 2009/11, expiration date: 2012/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 689935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and autoimmune disorder ("auto-immune disorder"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, blood transfusion). Essure was removed on (B)(6) 2020. At the time of the report, the uterine haemorrhage and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted: as per mr date(s) of insertion: 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pfs received. Reporter information, patients details, device removal details, events: "auto-immune disorder" added. Event: "injury nos" updated to "abnormal uterine bleeding" and rcc updated. Essure insertion date updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.